Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 2 unopened urethral catheters and 1 unopened urological catheter. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed however DHR review was completed after the sample evaluation. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was still trying to get pictures of the ureteral catheters that the think accurately demonstrates the variation. It was much more noticeable in person. Per sample form received on 20dec2024, it was reported that the patient was getting the 802514 catheters that were great product no complaints. But then patient was started getting a different catheter with a much thinner and pointer, sharper tip that was made in malaysia. It was made from different rubber and poor quality. This one used the same numbers as the good ones, but seemed like knock off counter it. But the main problem was the malaysia one was pointy. The bad ones were the malaysia ones with 010114 being the worst and also included a good one for comparison which was mexico. Patient experienced discomfort and mild pain. No medical intervention was reported.

Event description:
It was reported that customer was still trying to get pictures of the ureteral catheters that the think accurately demonstrates the variation. It was much more noticeable in person. Per sample form received on 20dec2024, it was reported that the patient was getting the 802514 catheters that were great product no complaints. But then patient was started getting a different catheter with a much thinner and pointer, sharper tip that was made in malaysia. It was made from different rubber and poor quality. This one used the same numbers as the good ones, but seemed like knock off counter it. But the main problem was the malaysia one was pointy. The bad ones were the malaysia ones with 010114 being the worst and also included a good one for comparison which was mexico.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.